Event description:
At about 10 months after the primary surgery, the patient came in reporting instability and the cause is unknown. The surgeon revised the insert (12mm) with a thicker one (17mm). The surgery was completed successfully.

Manufacturer narrative:
Batch review performed on 24-jul-2022. Lot 1900387: (B)(4) items manufactured and released on 25-apr-2019. Expiration date: 2024-04-13. No anomalies found related to the problem. To date, (B)(4) items of the same lot have been sold with no similar reported case during the period of review.